Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the suture was pulled out, it broke. This happened on 2 sutures, in one of them the strand broke and in the other, the strand detached from the needle. An additional suture was used without an issue. There was no patient involved.